Event description:
It was reported that during a gastroplasty procedure, the reported device did not staple. It was necessary to open another device complete the procedure. There was no patient consequence.